Event description:
The reporter reported that the patient's insulin cartridges were leaking and the cartridge compartment was wet. The patient obtained slightly higher than normal blood glucose readings. The patient did not report experiencing any symptoms of high or low blood glucose levels and did not seek any medical attention. There was no adverse event associated with this issue.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.